Event description:
It was reported that during a treatment procedure to place a greenfield filter, the legs of the filter crossed when it was deployed. A cavagram had been done prior to the procedure and the physician deployed the greenfield filter below the renal veins. After placement, legs of the filter appeared to be crossed. Because the physician was concerned about adequate protection against recurrent pulmonary emboli, a cordis trapease filter was placed as a backup. The procedure was considered successful. No pt injury or complications were reported. The pt is reported as 'fine' following the procedure.